Event description:
The customer reported that the system was unable to produce x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board and the x-ray tube were replaced. The system was then found to be operating as intended.